Event description:
Error description: while performing the final position verification after a routine source exchange on the varisource 200 afterloading device the source was retracted to its parking position inside the afterloader shielding. A manual recovery was necessary. Within this event no patient was involved.

Manufacturer narrative:
This report is based on info rec'd from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Info provided in this report is based on the assumption that the info currently available is true and accurate.